Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Terumo medical received an FDA medwatch report # mw5091188. The event description states: a 6fr. Angio-seal closure device did not work properly. It was inserted over a wire, but blood return was abnormal. A new 6 fr. Angio-seal was used of the same lot number and it worked as it was supposed to.